Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1007 indicative of capacitor charge time exceeding the limit. Technical services (ts) was consulted and recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d has been replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.